Event description:
Additional information with customer response of no patient involvement with event. Device analysis has been completed and will be updated in report.

Manufacturer narrative:
Investigation results has been completed on a smiths medical medfusion pump 3500. Complaint of battery no charging when connected to ac power and a burning smell odor detected revealed in event history log battery depleted. The device was tested and found interconnect board does not operate as intended which is causing the battery to not charge. There was no evidence of electrical short or any physical damaged was found on interconnect board.unknown cause of event details. Upon inital evaluation of device a cracke on top of case by tube holders and also crack on right plunger case.device passed all delivery and functional testing.

Event description:
Information received a smith medical med infusion pump will not charge and when connected to electrical a burning smell is noted. No patient adverse events reported.